Event description:
It was reported via repair work order that the cot retaining post is broken which will affect securing to the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.